Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of valve deployment too ventricle cannot be confirmed. However procedural factors [stored tension from the wire or possible interaction with the stj] may have caused or contributed to the valve¿s malposition. There is no evidence this event as due to sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the sapien valve was deployed in a too ventricular position 10:90. The 23mm valve was positioned across the annulus in a 50:50 position. The valve was pulled slightly back and during inflation it ¿jumped¿ ventricular to a 10:90 position causing severe aortic insufficiency. A second valve was prepped and placed higher. After the second valve was placed there was moderate pvl. The valve was post dilated, reducing the paravalvular leak to mild. The chest was closed and the patient was transferred to the unit in stable condition. It was reported that the cause of the ventricular valve movement during deployment is unknown; however, it was considered possible that interaction with the sino-tubular junction (stj) or stored tension from the wire contributed to the valve movement. Additional information: the native valve/leaflet calcification was moderate; aortic root calcification was described as mild; mitral annular calcification was moderate. Coaxial alignment of the delivery system and the valve was good; the image intensifier angle was adequate; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 22x22mm and sov diameter was 28mm. The patient¿s ejection fraction was 78%.